Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The field service engineer found a broken rinse tubing, a clogged vacuum line, and damaged vacuum diaphragms. He replaced the broken rube, flushed the vacuum line, and replaced the vacuum diaphragms. He then completed all required testing and checks following the repair with acceptable results. The customer completed qc as per their protocols and verified all results within their specified ranges. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ureal results for one patient sample on a cobas 8000 c 502 module. The initial result was 174 mg/dl with a data flag. The sample was auto-repeated on the same instrument, resulting in 10 mg/dl. The sample was repeated on a second c502 instrument and the result was 180 mg/dl with a data flag. The sample was auto-repeated on the same instrument, resulting in 183 mg/dl. The repeat result from the second instrument was deemed correct based on the patient's medical history.